Event description:
N/a

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
No model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
Updated fields - b4, d1, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: contact person department: cath lab / 8b micu/8b micu manager, interim director of cardiac services. Phone no.: (B)(6). Fse had a call from customer stating that the cardiosave intra-aortic balloon pump (iabp) had no arterial waveform. Customer stated that no longer had an arterial line on the pump console and was getting the message "transducer/no cable". She had removed and reinserted the fiber optic cable, but there was still no arterial waveform. The inner lumen of the catheter was capped, so she did not have an immediate alternative source for the a-line. Fse explained that the fiber optic cable was likely broken somewhere and wasn¿t communicating with the pump. They could either replace the catheter with a new one, or have a provider insert a radial line as an alternative source for a pressure waveform. Fse requested the catheter be sent back to us when discontinued. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: no response about repair.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called no longer had an arterial line on the pump console and was getting the message "transducer/no cable". Customer had removed and reinserted the fiberoptic cable, but there was still no arterial waveform. The inner lumen of the catheter was capped, so they did not have an immediate alternative source for the a-line. There was no patient harm reported.